Event description:
It was reported "the package was found broken during inspection." There was no patient involvement. Therefore no patient harm or injury.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "the package was found broken during inspection." There was no patient involvement. Therefore no patient harm or injury.

Manufacturer narrative:
Qn#(B)(4). The customer provided two photos for analysis. The complaint of broken package - sterility compromised was confirmed based on the photos and sample received. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged, with cracking near the tip of the device where the staples are ejected and open edges at the right side of the packaging. The sterile barrier of the returned sample is compromised due to the packaging damage. A DHR review was performed with no evidence to suggest a manufacturing related cause. Per DHR the product visistat 35w 6/box lot # 73g2300016 was manufactured on 07/03/2023 a total of (B)(4) pieces. Lot was released on 07/19/2023. DHR investigation did not show issues related to complaint. Teleflex will continue to monitor and trend on complaints of this nature.